Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient underwent pump exchange on (B)(6) 2021. The reason for exchange was not known.

Event description:
It was reported that the patient underwent pump exchange secondary to sepsis and recurrent driveline infection. The patient was admitted on (B)(6) 2021 for severe sepsis and bacteremia (with blood culture positive for corynebacterium infection) and chronic pseudomonal driveline infection. The patient was put on cefepime and vancomycin during the hospitalization, without improvement. The patient was transferred to a different hospital for urgent pump replacement. The pump was replaced on (B)(6) 2021.

Manufacturer narrative:
Previous driveline infection event is addressed under MFR # 2916596-2021-04901. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.